Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor , front door, rear case, platen assembly, membrane frame and left/right iui(inter-unit-interface). A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or issues. Based on the findings, service determined that the reported issue was due to electrical failure of pressure sensor. Device history record a review of the device history record showed the device had a manufacture date of 27feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed patient side occlusion. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported that the device failed patient side occlusion. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed patient side occlusion. No additional information was provided. There was no patient involvement.